Event description:
Per independent repair center statement, the unit was alarming / red light. The key failure was 4-way valve being stuck. Additional malfunctions were the poppet valve not shifting, the heat exchanger leaking, sieve tubes were leaking, sieve beds were saturated, f-tube for the product tank was leaking, muffler was leaking, tubing clamps were leaking and the zip ties were leaking.